Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility representative (fa) reported that the combiset transducers are producing pressure issues throughout treatments despite verification on tightness on lines and connection to machine. Blood is being found in several venous side transducer lines despite appropriate levels, especially on patients who never experience pressure issues. There is also an increased number of transmembrane pressure (tmp) alarms associated with the use of these lines. In a follow up, the fa verified the reported data. The fa reiterated that there has been no blood loss or harm to any patients. There are no specifics on any of the events, only that it is a nuisance and causing delays in treatments. Even after ensuring things are tight--there are still problems. There are no samples to return. The site is reverting to using the old transducers. The events have been happening sporadically and frequently in the month of june.